Manufacturer narrative:
Citation: giuseppe ferrante. Impact of severe left ventricular dysfunction on mid-term mortality in elderly patients undergoing transcatheter aortic valve implantation. J geriatr cardiol. 2016 may; 13(4): 290¿298. Doi:10.11909/j.issn.1671-5411.2016.04.001 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the impact of left ventricle dysfunction on mortality following transcatheter aortic valve implantation (tavi). All data were collected from multiple centers between 2004 and 2011. The study population included 649 patients (predominantly male; mean age 84 years), 602 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: conversion to surgery, myocardial infarction, stroke, vascular complications, cardiac tamponade, aortic regurgitation, and permanent pacemaker implantation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.